Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with five prostyle devices (two in the lcfa and three in the rcfa) using the pre-close technique via a 12f sheath in the lcfa and an 18f sheath in the rcfa prior to an endovascular aneurysm repair (evar) procedure. Reportedly, two prostyle devices were successfully pre-placed in the lcfa despite almost no blood flow from both marker lumens. A third prostyle device was successfully pre-placed at the rcfa. When attempting to place the fourth prostyle device, the device appeared to be protruding too far out of the vessel; however, was still deployed and the whole suture came out when the plunger was pulled. A fifth prostyle device was successfully placed in the rcfa by paying increased attention to the depth of the marker. The use of a 12f sheath and an 18f sheath was continued in the lcfa and rcfa, respectively, and the evar procedure was completed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional perclose prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.